Event description:
Customer reported receiving erratic readings from their freestyle libre built in meter. Customer reported receiving readings of "lo" (below 20 mg/dl) and 118 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned for investigation. Extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A DHR for the precision test strips was reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was not performed as the reported test strips expiration date is february 28, 2019. If the reported test strips are returned, the case will be re-opened.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their freestyle libre built in meter. Customer reported receiving readings of "lo" (below 20 mg/dl) and 118 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated and a new issue was observed. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with button after charging or with the usb cable. Control solution was unable to be performed. The reader was sent for further investigation and de-cased. Evidence of liquid ingress was observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings from their freestyle libre built in meter. Customer reported receiving readings of "lo" (below 20 mg/dl) and 118 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.